Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. After reviewing photographic evidence complaint is confirmed. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the ri for lot vz156291 shows the following: lot quantity: (B)(4). Ri type: reduced inspection. Inspection date: jun 17, 2021. Po #: (B)(4). Review of the receiving inspection (ri) record in etq for lot # vz156291 found no nonconformance for this lot. Ref. (B)(4). Device history review: the ri for lot vz156291 shows the following: lot quantity:(B)(4). Ri type: reduced inspection. Inspection date: jun 17, 2021. Po #: (B)(4). Review of the receiving inspection (ri) record in etq for lot # vz156291 found no nonconformance for this lot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the osteotomes are bent and the ends have a rough edge. 1 opened and 2nd still in packaging. These have not yet been used in surgery.